Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the ok keypad button was over-responsive. There was reportedly moisture and corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/27/2016 with the following findings: the up arrow button was over-responsive. Upon removal of the keypad, no damages were found to the button contacts or the keypad flex cable. The pump was opened up and corrosion was found on the keypad flex cable and the motor assembly. Unrelated to the original complaint, the battery compartment was cracked and corrosion was observed in the battery compartment. A leak test was performed and failed due to a battery compartment crack. A crack was also noted at the top and the bottom of the display lens. The display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).